Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that right atrial (ra) lead dislodged post implant. Therefore the ra lead was removed and replaced with a new lead. It was noted that the patient is part of the surescan post-approval study (pas.) No patient complications have been reported as a result of this event.